Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the signals were saturated with noise when this lasso catheter was plugged in for fam mapping in the left atrium. Additional information stated the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the complaint reported, the catheter was tested for eeprom and calibration functionality and it passed. In addition electrical test was performed and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib procedure, the signals were saturated with noise when this lasso catheter was plugged in for fam mapping in the left atrium. The cables were exchanged without any resolution. The catheter was unplugged and the noise stopped. The catheter was exchanged and the case resumed without any patient consequence. Upon follow up, bwi received the information that showed the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time.